Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during a case, the unit failed to generate a picture. The case was terminated and the patient was sent home. It was further reported by a representative at the hospital that the patient later returned to complete the surgery. No other adverse consequences were reported.